Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the quality controls for multiple tests were going outside of range. The issue started earlier that same week with a couple of tests. Calibrations were performed on these tests and controls were back in range after doing this. The customer explained that tests that normally have stable controls are now bouncing around. On the morning of (B)(6) 2015, controls were out of range for estradiol. After calibration, the controls were back in range. The customer repeated an unspecified number of patient samples that were initially tested on (B)(6) 2015 and 19 of these had results that were corrected. The customer provided data for seven patient samples that had corrected results. Of these seven samples, two had erroneous results that had been reported outside of the laboratory. The first sample initially resulted as 32 pg/ml and this result was reported outside of the laboratory. When the sample was repeated on (B)(6) 2015, it resulted as 24 pg/ml. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 34 pg/ml and this result was reported outside of the laboratory. When the sample was repeated on (B)(6) 2015, it resulted as 20 pg/ml. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The estradiol reagent lot number was 18418301, with an expiration date of 12/31/2015. The field service representative determined that there was a cracked "body s". He replace the "body s", ran high voltage testing, reset calibration data for the measuring cell, and performed blank cell calibration on the measuring cell. He ran performance testing and this was successful. The customer ran calibration and controls; these results were accepted by the customer. The instrument was found to be performing within specifications.